Manufacturer narrative:
Section b3: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a total loss of power to the system, resulting in a pump stop, was confirmed via the submitted controller event log file. The submitted controller event log file contained 256 events spanning 4 days (27apr2024 ¿ 29apr2024, 01jan2000 per the timestamps); data captured on the timestamp of 01jan2000 occurred after the controller clock had been reset. The exact timespan of the log file could not be determined due to the clock being reset. The system controller was connected to two charged 14v batteries on 27apr2024 at 20:29:19. A low voltage advisory alarm activated at 20:10:40 on 28apr2024 due to the 14v batteries reaching the low voltage threshold. The low voltage hazard alarm then activated at 23:05:01 due to further depletion of the 14v batteries. A no external power alarm then activated at 0:02:20 on 29apr2024 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump at 2:28:28 on 29apr2024, resulting in the pump stopping; a pump off and low flow hazard alarm activated at this time. The system controller then shut off sometime after 2:28:33 on 29apr2024 due to full depletion of the backup battery. The next events in the log file showed the controller being connected to a charged 14v battery; the controller clock was at the default timestamp of 0:00:00 on 01jan2000 at this time, which is consistent with a total loss of power to the system occurring prior. The pump started as expected upon being connected to the charged 14v battery and ramped up to the set speed without issue. The exact duration of the pump stop could not be determined due to the controller clock resetting. After reconnecting to the charged 14v battery, the pump operated within the expected range as intended until the driveline was disconnected at the timestamp of 1:27:57 on 01jan2000. The controller was powered off sometime after the timestamp of 1:27:58 on 01jan2000. The disconnection of the driveline and controller being powered off are consistent with the discontinuation of support after the reported patient expiration. The root cause of the reported event was determined to be a full depletion of the 14v batteries and system controller backup battery after extended use. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump off, low voltage advisory, low voltage hazard, no external power, and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (rev. C) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review showed a few low flows. The log also displayed multiple strings of low power advisories on (B)(6) 2024 followed by low power hazard alarms while tethered on batteries due to depleted batteries in-use on (B)(6) 2024 through (B)(6) 2024. These events were followed by power cable disconnect / no external power alarms on (B)(6) 2024. It appeared the batteries were fully depleted causing a complete loss of external power to system controller where the controller operated in emergency backup battery (ebb) / power save mode on (B)(6) 2024 at around 12:02 am through 2:28 am where the controller clock was reset due to a complete loss of power. The controller recorded no external power / left ventricle assist device (lvad) off / intentional pump stop alarms on (B)(6) 2024 at 2:28 am. It appeared pump power was momentarily restored however the time/date of these events was unable to be determined due to the controller clock reset. These events were followed by a second episode of lvad off alarms for the remainder of the log file history. The patient passed away at an outside facility. An internal investigation was being conducted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.